Event description:
It was reported that during a follow up in clinic, inadequate capture, low defibrillation impedance, and low pacing impedance were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.